Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) ventricular lead connector port required repair. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed the reported event. Both connectors were found to be broken. The battery drawer cover was also broken, the keypad was scratched, and the main printed circuit board (pcb) was out of electrical specification. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. (B)(4). If information is provided in the future, a supplemental report will be issued.